Manufacturer narrative:
Philips service replaced the clea extension board 1 and placed the device under observation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a locked arch occurred due to intermittent motor feedback error on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.